Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional fields: d8, h2, h3, h6, h11. Corrected fields: e1 (last name inadvertently missed), e3, h6 (problem code). The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the investigation result, a definitive root cause could not be determined. However, it is likely that at a severe angle (upmax state) contact between the internal parts of the endoscope (metal pipe) and the sheath, could results in increased frictional resistance, which damaged the sheath. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a transbronchial needle aspiration (tbna) the needle was projected in the wrong direction and perforated the side of the sheath tube, damaging the scope. The issue was observed during set up, prior to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.